Manufacturer narrative:
The device was received for evaluation. During evaluation, the device failed to detect a closed door. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be the upper hook was out of adjustment and not pressed sufficiently by the upper door hook. The upper latch requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device failed to detect a closed door. No additional information is available.